Manufacturer narrative:
Model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 7025747; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during the trial period, the patients lead had thirteen dislodged contacts. The contacts were retrieved by hand after the bandage was removed. The patient underwent a lead pull procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during the trial period, the patients lead had thirteen dislodged contacts. The contacts were retrieved by hand after the bandage was removed. The patient underwent a lead pull procedure.